Manufacturer narrative:
Estimated event date. Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. The recharger was the returned device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that recharger died the night before the report and the screen went blank and nothing worked. The recharger was not charging up. It was reported that the programmer worked fine but the recharging equipment was not working for the patient. Patient said the issue had been going on for a week but the recharger was dead the night before. Patient confirmed that the desktop charger connector pin did not look loose or bent and the a/c power connection did not seem loose. No patient symptoms reported. No further complications were reported as a result of this event. The patient later reported that the insr was not working at all and the screen was blank. The replacement insr did not resolve the issue. The desktop charger (dtc) green light was not on. The dtc was reportedly in a sleeve, but even after taking it out, the green light was not on. A new outlet was tried, but the light was still not on. The connector pin felt secure. A replacement dtc was sent. Two days later, the patient reported the insr was fried out and they were waiting for a replacement. The patient was frustrated that they did not have the new dtc yet. The patient was shaking, ¿nothing was working,¿ and they had high blood pressure. A manufacturer representative (rep) was contacted and was able to meet with the patient to give them a loaner charger. The ins was on and charging and the patient was doing well. No further complications are anticipated.

Manufacturer narrative:
(B)(4). Analysis of the recharger (serial # (B)(4)) was unable to verify the reported complaint. The recharger had a depleted battery which was able to charge normally after plugging it into a known good desktop charger. If information is provided in the future, a supplemental report will be issued.